Manufacturer narrative:
The returned arsenal construct is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Patient bent over and rod popped out of position. Revision surgery was conducted on (B)(6) 2017 to remove and replace the arsenal construct. The arsenal spinal fixation system was originally implanted on (B)(6) 2017.

Manufacturer narrative:
The entire construct was explanted and care taken to identify the location of each explanted pedicle screw and set screw. After examining the product under a microscope, the following wear characteristics were noted as unique to the product identified at the levels where set screw back-out occurred: witness marks on the 30° surface of both the polyaxial screw and set screw buttress threads. "Starburst" pattern on the distal surface of the set screw. The wear patterns noted on the affected product are indicative of a binding condition between the set screw and the mating polyaxial screw. It is possible to replicate this binding condition when the set screw is final tightened on a rod that is not fully normalized in the polyaxial screw. The binding condition leads to insufficient transfer of torque to the axial clamping force on the rod which may result in set screw back-out.